Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical test from being performed. The device passed some of the electrical tests from being performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrode static discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning.  This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain with stimulation and refuses to wear the device. Revision surgery will be scheduled.